Manufacturer narrative:
Trend data reviewed and no adverse trends observed. There were no other complaints on this lot and sku reported. DHR review completed and no issues identified. The end user said that this was not a device malfunction; but rather it was the wrong size. It was too tight for him. He didn't realize this because he is a paraplegic. He said he is now using a larger size catheter. Since he has been using the antibiotic ointment, the blister has gone away.

Event description:
It was reported that an end user had been using male external catheters that were too tight and he developed 4 black patches and one blister on his penis. He was prescribed mupirocin ointment to use on the areas and they are now in the healing process and the blister is gone. He is a paraplegic and didn't know about the injury until he was informed by his caregiver. He had not been measured for correct fit when the catheters were first prescribed. He now has been properly sized and is using a larger size catheter to achieve a better fit.